Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: conclusion and justification status: further information provided and manufacture dates provided to (B)(6)'s. No outcome letter or acknowledgement letter as the information requested was manufacturing dates only. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per (B)(4). The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). No further information provided and manufacture dates provided to (B)(6)'s. No outcome letter or acknowledge ment letter as the information requested was manufacturing dates only.